Manufacturer narrative:
(B)(4). Date sent: 10/6/2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿free staples¿? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Were the staples the appropriate b-shape form? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a timeline of events. Are there any videos available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a diagnostic laparoscopic repair with collis gastroplasty on with uncomplicated postoperative course prior to discharge on- the next day. The patient represented to the emergency department on- approximately one month after surgery, for evaluation of progressive dysphagia, generalized weakness, and intermittent n/v [nausea/vomiting] limiting po [oral] intake and ability to advance diet beyond liquids at home. Upon presentation to the ed, patient afebrile and hemodynamically stable. Cbc with elevated wbc and CT abd/pel [abdomen/pelvis] concerning for persistent vs recurrent para-esophageal hernia. Given patient's inability to tolerate po and generalized weakness, the patient was admitted for IV hydration and nutrition evaluation. On hospital day 1, the patient underwent an upper gi which revealed a postsurgical leak. Patient made npo [nothing by mouth] and started on antibiotics with transfer to - the next day after admission, for further evaluation and treatment. On- two days after admission, the patient was taken to the or where a large food bolus and small failure of the collis gastroplasty staple line with free staples were noted. Patient underwent esophageal stent placement, peg [percutaneous endoscopic gastrostomy] tube placement and washout and was transferred to ICU for recovery with ID [infectious disease] consulted for antibiotic plan. Patient returned to the or on - 5 days after admission, for stent repositioning with fluoroscopy d/t [due to] stent migration. The surgery went well but recovery c/b afib [complicated by atrial fibrillation] for which ep [electrophysiology] was consulted and resolved with medication management. Patient progressed through post-op milestones and was discharged to a snf [skilled nursing facility] tolerating tpn [total parenteral nutrition] and continuing on multiple antibiotics. The device did not do what it was supposed to do.